Event description:
Litigation papers allege the patient developed significant pain in the implanted hip and the patient's physicians suspected infection. Following two arthrotomy with incision and drainage, the patient began experiencing recurrent dislocations. Additionally, it is alleged the patient is at increased risk for suffering from or in the future developing the toxic effects of the cobalt and chromium that have degraded from the hip implant into her body.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 2/22/16, 3/3/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported recurrent dislocations of right hip. Revision surgical note reported that the hip had absolutely no stability related to the fact that the abductors to the greater trochanter and the internal and external piriformis and obturator muscles had been removed. It also noted the metal liner was difficult to remove. Medical records also reported that the patient had exploratory surgery in (B)(6) 2003 for infection but no infection was found. Records also noted the possibility of future development of toxic effects of cobalt and chromium that have degraded from the him implant into the patient body but the stem will not be reported at this time as it does not indicate an allegation of elevated metal ions. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 7, 2016.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.